Event description:
It was reported that a deep brain stimulation (dbs) patient was admitted to the hospital for a possible explant due to incomplete healing at the dbs lead site on the scalp. The patient presented with hardware protruding through the wound; specifically, a portion of the burr hole cover (bhc) and the lead were exposed as a result of erosion. The patient subsequently underwent an explant procedure involving removal of the bhc and the lead. Antibiotics were prescribed. The patient is recovering well postoperatively. The explanted devices will not be returned for analysis as they were retained by the facility.

Manufacturer narrative:
B3: approximation - patient reports wound never fully healed from initial surgery. Additional suspect medical device components involved in the event: model number/catalog number: db-4600-c, serial number: n/a, batch/lot number: 35008149, model/catalog description: suretek burr hole cover kit, unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The devices were retained by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that implanted device components (stimulator, lead, or lead extension) may move from original implanted location or wear through the skin, which may lead to the need for additional surgery and implant site complications such as pain, poor healing, redness, warmth, swelling or wound reopening are a known risks with the use of deep brain stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. B3: approximation - patient reports wound never fully healed from initial surgery. Additional suspect medical device components involved in the event: model number/catalog number: db-4600-c. Serial number: n/a. Batch/lot number: 35008149. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a deep brain stimulation (dbs) patient was admitted to the hospital for a possible explant due to incomplete healing at the dbs lead site on the scalp. The patient presented with hardware protruding through the wound; specifically, a portion of the burr hole cover (bhc) and the lead were exposed as a result of erosion. The patient subsequently underwent an explant procedure involving removal of the bhc and the lead. Antibiotics were prescribed. The patient is recovering well postoperatively. The explanted devices will not be returned for analysis as they were retained by the facility.